Manufacturer narrative:
Date of event was asked, but the reporter could only specify that it was in (B)(6) 2018. Follow-up attempts were made to ask for reported device; however, the patient has not sent the device back yet. Once the investigation is completed, a supplemental report will be submitted. This report for is the 1st incident of 2 reported events for the same patient. Please reference 3011649314-2018-00361 (B)(4) for the 2nd event.

Event description:
This report is for the 1st incident of 2 reported events: it was reported that a patient experienced an allergic reaction after using the comfort splint mouthguard. After wearing the device overnight, the patient developed itchy swollen lips and cheeks, where they made contact with the device. The patient continued to wear the device for several months due to her bruxism. After wearing the device for several months, the patient stopped using mouthguard and the reaction went away shortly after. The patient wore the mouthguard again and developed a re-occurrence of the reaction. Treatment was not required for the reaction. The patient has no known allergies. The patient has no relevant medical pre-existing condition. The doctor made an adjustment to the mouthguard for better fit (not specified where). The patient cleaned the device using only warm water and tooth brush. The patient was reported to be doing well.

Manufacturer narrative:
Correction was made - device available for evaluation - changed from no to yes and returned to manufacturer date was 26-sep-2018. The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. Normal wear and tears were present due to usage. No major cracks were found. Mouth guard's layers were intact and not separated. The mouthguard did not have discoloration. Calcium deposits could be observed on the mouthguard. The mouthguard was in good condition. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The complaint could not be confirmed. This incident is being monitored, tracked, and trended.